Event description:
Healthcare professional reported an explant surgery, with no additional information. Later, healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and white calcification-like observed on the device. Wear abrasion observed on the device. White encapsulation observed on the device. Deformation device and red particles observed on the device. Cloudy observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported an explant surgery, with no additional information. Later, healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.